Event description:
The manufacturer received information alleging that an everflo device reported that it was making a strange noise while the patient was using it. The device was sent to technical support, and found that the inlet tube was burned. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not been returned for evaluation at this time. If any additional information is received, a follow-up report will be filed.